Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery on (B)(6) 2015 there was a problem with two (2) distal femur less invasive stabilization system (liss) insertion guides; both devices did not work properly during surgery. The case was delayed by 15 to 20 minutes as the thumb screws would not thread correctly and the handles more mobile than normal. The surgery was completed successfully except for the delay as noted. No harm was done to the patient. This is report 2 of 2 for (B)(4).